Event description:
The customer states that the unit is inaccurate during testing. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states that the unit is inaccurate. The unit was triaged. The device passed accuracy testing falling within proper tolerances for both tests. The device was put through recertification, the device passed with no errors found. The device was opened and inspected for damaged components, none were found. The reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.